Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The daily battery voltage trend data shows min bat=2.649 to 2.635 volts minimum between (B)(6) 2013 and (B)(6) 2013 is just before device rrt <(> <<)>= 2.6251 volt. Concomitant medical products continued: 1688t, competitor implantable pacing lead, (B)(6) 2007; 4194, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was later reported that the device was explanted and replaced.

Manufacturer narrative:
Product event summary #(B)(4): the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The actual longevity calculation equals 67%.

Event description:
It was reported that there was a question as to why the bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) was near the recommended replacement time (rrt) after less than three years. The bi-v ICD remains in use. No patient complications have been reported as a result of this event.